Event description:
Philips received a complaint by the customer on the v60 indicating that the 1117 "3.3 v power supply failed", 1118 "5 v power supply failed", 111b "35 v power supply failed", 111d "motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed", and 1127 "over-voltage protection (ovp) circuit failed" alarm errors occurred during a check of the device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported, and there was no reported delay in therapy. The alarm errors were observed once the power was turned on again. The customer called technical support to report that the 1117 "3.3 v power supply failed", 1118 "5 v power supply failed", 111b "35 v power supply failed", 111d "mc pcba adc failed", and 1127 "ovp circuit failed" alarm errors occurred during a check of the device. This investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the 1117 "3.3 v power supply failed", 1118 "5 v power supply failed", 111b "35 v power supply failed", 111d "mc pcba adc failed", and 1127 "ovp circuit failed" alarm errors occurred during a check of the device. The field service technician inspected the device, and the 1127 "ovp circuit failed" alarm error was detected at the repair center. The field service technician also confirmed the error in the event log. After replacing the motor controller (mc) printed circuit board assembly (pcba), upgrading the software version to 3.20, cleaning the device, and performing running and functional tests, the field service technician verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.